Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: explanted: product type screening device product ID 977d260 lot# serial# (B)(6) implanted: explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the implant date of the trial leads was (B)(6) 2024. They stated that no x-rays were taken, so they cannot rule in or out whether leads were dislodged/migrated. They stated that the cause of the tingling sensations were unknown. They stated that the device was shut off. Subsequently patient was unable to move and admitted to the hospital for 2 days. The rep stated that the tingling eventually stopped and patient regained ability to move and was discharged from hospital

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient contacted rep at 1:00 in the morning on sunday to state they had a tingling sensation throughout their body, from head to toe. Rep advised the patient to shut off the ens, however the patient reported they still had the sensation. Technical services (tss) advised rep to have the patient follow up with their healthcare provider (hcp). Tss transferred call to dbs cell. Dbs tss spoke with rep to discuss consideration of interference between both the scs trial wens and dbs. Reviewed to confirm dbs status as being on and if patient has tried to shut off dbs to see if whole body tingling goes away, as it hasn't yet with ens turned off. Tss reviewed that if dbs was the issue, still wouldn't expect the description of whole body tingling, but more of the return of tremors or dyskinesia. Rep indicated that patient reports that they need to pull themselves out of bed and patient was worried that they may have pulled the trial leads. Rep had redirected patient to ER over the weekend and to managing hcps.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.